Manufacturer narrative:
There was no button error alarm, blank display, or display anomaly noted during testing. The insulin pump was received with no act and down button response due to corroded keypad. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm. Customer was unable to clear the alarm and also received a check settings alarm. The customer's blood glucose level was 130 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.